Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to perform off label, intracranial stenting. After crossing the lesion with a guide wire, while attempting to position the 3.5x15mm xience prime stent system, resistance was noted and the stent dislodged from the balloon, but remained on the delivery system, so the entire system was removed as a single unit. The patient will be kept on medical management. No intervention was required. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance/position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the procedure was to perform intracranial stenting. It should be noted in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) specifies: the eecss is indicated for improving coronary luminal diameter and for improving peripheral luminal diameter. It is possible the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure and possibly user error. There is no indication of a product quality issue with respect to manufacture, design, or labeling.c4-#1: stent was not implanted d6a: stent was not implanted